Manufacturer narrative:
Event summary: it was reported that the handle of an ngage nitinol stone extractor was found to be broken when opening the device packaging. The user attempted the actuate the handle but was unable to. The device did not make patient contact. The procedure was completed using another device. There was no impact to the patient. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One device was received in the original shipping tray and open pouch. The basket could not be opened due to sheath damage. The basket sheath was separated near the red support sheath, preventing the motion of the handle from functioning the basket. The cannulated handle extended out of the proximal end of the handle 4mm. The basket was also observed to be damaged. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿excessive force could damage device.¿ based on the available information, cook has concluded that a cause for this event could not be established. It was likely the cannulated handle moved within the handle from the force exerted in attempt to open the basket when the basket sheath was damaged. It is also possible that the observed basket damage occurred after the failure of the device to function and was not related to the issue of the damaged basket sheath. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the handle of an ngage nitinol stone extractor was found to be broken when opening the device packaging. The user attempted the actuate the handle but was unable to. The device did not make patient contact. The procedure was completed using another device. There was no impact to the patient.